Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 350cc saline catalog: 3501655 lot: 6874293 sn: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient underwent breast augmentation revision with mentor smooth round moderate profile 350cc saline breast prostheses. Deflation of the right breast prosthesis was determined. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 375cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 6/8/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 6/19/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During evaluation a rent was observed on the anterior and extending to the posterior aspect, measuring approximately 3.3 cm. In addition, an area of missing material was observed in both aspects, measuring approximately 6.5 x 2 cm. A crease was also observed on the posterior aspect. Microscopic examination of the edges of the rent and missing material gave no indications as to cause. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) for the lot number 6843247 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).